Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Major bleed: the cause of retroperitoneal hemorrhage (gi bleed) cannot be determined since insufficient clinical details were provided. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was not secured and upon moving in the bed impella migrated into aorta. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. During the course of support, the patient experienced a gastrointestinal bleed. Consequently, heparin was temporarily withheld, and an esophagogastroduodenoscopy was performed, during which the bleeding site was identified and clipped. Additionally, it was noted that the impella device was not securely positioned and migrated into the aorta when the patient was repositioned in bed. The impella was subsequently adjusted to p2, as verified through transesophageal echocardiogram and was explanted on the same day.